Event description:
It was reported that during implant at the moment of connecting the lead to the device, the proximal end of the lead was not completely introduced in the connector block. It was as if there was something at the end of the hole that 'avoided the lead to make all contacts be aligned.' The incomplete connection was confirmed by taking impedance measurements. The measurements reported that all impedances related to contact #3 were over 4,000 ohms. It was noted that the lead was not able to be removed after trying to disconnect the lead from the device by unscrewing the setscrew. There were no patient symptoms or injuries related to this event. The lead and the implantable pulse generator were explanted.

Manufacturer narrative:
Product ID 309328, lot# 0205975399, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the set screw had been "backed out too far" and that there was damage to the balseal connector in the connector port. All three balseal springs were damaged. There is damage at the end of the connector bore indicating a suspected tool was pushed into the bore likely damaging the balseal springs. Analysis of the lead (lot # 0205975399) found that the proximal end was severely stretched and the outer insulator was torn apart under the first connector. There was also a set screw impression in the correct location on the #0 connector. The lead appears to have been inserted into the connector port of the device after the balseal springs of the device connectors were damaged by a suspected tool. This caused the lead to get stuck in the port and was subsequently damaged at the proximal end when attempting to withdraw the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.